Manufacturer narrative:
Internal review was performed: based on the complaint description, without material, without knowing the article- and lot number no investigation is possible. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 07. Dec 15: following the breakage of the plate the dog was reoperated. (B)(6) 2015: 3.5mm plate broken 2 weeks after tibial osteosynthesis. Tibia, medial approach. Broken plate removed. New 11-hole plate with 3.5mm screws inserted. Irrigation and standard sutures at access site. (B)(6) 2015: splintered diaphyseal fracture in left tibia. Medial approach, tibial shaft. Manipulation of fracture and stabilization by inserting a 3.5mm lc-dcp 9-hole plate with screws. Irrigation and standard sutures at access site. This complaint was re-opened and reflects new updated information:

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. Exact date the plate broke is unknown but was reported as (B)(6) 2015. This may have been the date the broken plate was discovered or the date revision surgery was performed. This report is for one unknown plate. Part and lot numbers were not provided by reporter. Implant and explant dates of subject device were not provided by reporter. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an unknown plate to 3.5mm screw broke in a canine patient 14 days after surgery. It was reported that the breakage occurred without trauma in the reduced activity canine. The canine patient was initially treated for a commuted diaphyseal fracture of the left tibia following trauma. This report is for one unknown plate. This report is 1 of 1 for (B)(4).